Manufacturer narrative:
A philips service engineer replaced the solenoid to repair the system. A thorough investigation was performed to determine the cause of the reported problem. The investigation concluded a failure of the rotational solenoid prevented the release of the pin to the locked position. The ultrasound system has been returned to service with no similar issues reported.

Manufacturer narrative:
Sending supplemental report to populate supplemental aware date in the 'date received by manufacturer' field for the final report. This date was inadvertently left blank.

Event description:
A customer reported the swivel mechanism of their epiq 7c ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid and bushing to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.